Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 436 mg/dl and 140 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent. Strips were discarded and are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.